Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer observed insulin leakage inside the insulin chamber after removing a cartridge and cleaned and dried the chamber before installing a new cartridge and tubing; blood glucose at the time was 141 mg/dl, and no pump alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included customer interview and troubleshooting with education on proper cartridge installation. Investigation of this case revealed user-related handling as the likely contributor, with the pump reported as water resistant and continuing to function. It was concluded that the event was non-serious, with no injury, and that device performance was not adversely affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.